Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor conditions.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 70-140mg/dl fasting. Verified the strips expire 11/20/2017. Customer confirms the strips are stored in the bathroom and were first opened in (B)(6) 2015. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 70-140mg/dl fasting. Verified the strips expire 11/20/2017. Customer confirms the strips are stored in the bathroom and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(4). No adverse event reported.